Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device indicated that a biomed alert configuration was required. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information received indicated that during this event, no patient was involved.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition with no appearance of any physical damage. Functional testing found "configuration required" - unable to download the event history log due to the configuration required alarm that was found at power up. The pump could not be used and was removed from the service. The root cause of the reported issue was found to be the device lost its original standard configuration (1a12) due to the pump being interrupted during customer's creation of custom configuration cloning process. Additional event information received indicating no patient involvement (updated b5, h6).